Event description:
It was discovered during eval that a pump displayed false upstream occlusion alarms. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The engineering eval found the unit to operate correctly with de-ionized water filled set. However when a mixture was introduced into the IV set the unit went into an upstream occlusion alarm. The upstream sensor values starting with de-ionized water and then introducing the glycerin were found to be in specification. The root cause appears the spacing between the upstream pusher and the upstream sensor crystals is too wide causing the upstream sensor crystals is too wide causing the upstream sensor signal to be reduced. The upstream sensor was replaced.